Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. It was confirmed that the usb cable and wall adapter were able to successfully charge another device. The customer's blood glucose (bg) level was impacted (280 mg/dl) with small ketones. The customer took manual injection. It was indicated that the customer had manual injections available for alternate insulin therapy.